Event description:
On (B)(6) 2012, the surgeon performed a left si joint fusion utilizing the ifuse implant system placing three ifuse implants (7 x 45mm, 7 x 35mm and 7 x 30mm). The patient had moderate relief of her pre-operative si joint pain complaints. The patient did not improve with physical therapy and her si joint pain complaints worsened over the next couple of months. CT imaging showed that the second and third implants were not fully seated into the sacrum. The ligamentous portion of the si joint demonstrated a large cavitary type defect. The implants were not long enough to span this cavity within the si joint and fully engage the sacrum. On (B)(6) 2013, the surgeon performed a revision surgery where he placed two additional ifuse implants (both 7 x 50mm) anterior to the previously placed implants. No grafting or other ancillary procedures were performed. The revision surgery went well with no difficulties or complications. The patient has no new pain or ongoing neurologic complaints of radiating lower extremity pain, numbness or weakness. Per si-bone vp of medical affairs: ¿medical review of this case shows this to be a late revision case for recurrence or worsening of si joint pain. Personal review of the CT scan shows that the second and third implants are somewhat dorsally placed. The second and third implants are also short, not fully engaging into the sacrum.¿

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause for the pain is implants that were not fully seated into the sacrum. Lot numbers: p/n 7030-90, lot# 7753003235001, manufactured 02/03/2012, expires 04/2015. P/n 7035-90, lot# 8004003235002, manufactured 03/05/2012, expires 04/2015. P/n 7045-90, lot# 8078003804008, manufactured 08/15/2012, expires 09/2015.